Manufacturer narrative:
Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. Clinical applications specialist (cas) review was performed. The treatment reports show that the flap was well centered and the ablation was as intended. The first treatment report shows irregularities in the stromal bed, that are also visible during the second ablation on the second treatment report. Also the flap image shows irregularities during the cut. According to the treatment report, the topography-guided ablation has only been done with one imported measurement. For topo-guided treatments it is recommended to have at least four to eight good measurements for comparison to avoid a wrong result that might have been caused by false positive measurements. The stromal bed of this patient shows irregularities that might lead to the reported poor vision. The cornea still needs time to heal. No technical root cause was identified as the product was found to be within specifications. The irregularities of the stromal bed of the patient's eye might lead to the reported poor vision, however, root cause for the irregularities of the stromal bed could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with low visual acuity one week after lasik retreatment procedure. Additional received stated the patient is not happy with the results. The doctor will wait one month to obtain reliable visual acuity data before deciding about further treatment.